Event description:
Device malfunction: unintended site. Time of malfunction: during stent deployment. Symptoms/ae: nonresorbable material unretrieved in body. Time of symptoms/ae: during the procedure. It was reported that during a left common carotid artery stenting, the stent jumped distally during deployment, and did not cover the target lesion. A second stent was placed to cover the entire lesion. There were no reported patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.